Manufacturer narrative:
(B)(6). The exact stealthstation used cannot be determined from the information provided. The device manufacture date is unavailable as the exact stealthstation used cannot be determined with the information provided. Probable causes for screw perforation: per the authors, one reason may be that the reference device, which was secured to c2 spinous process, could have been touched and therefore moved, unintentionally during the procedure. Also, the c1-2 junction has high mobility, which makes precise stabilization inherently problematic as compared with the lower cervical or thoracolumbar spines. Finally, the authors recommend that more precision be used, both during the point-to-point registration and the surface-merging during the navigation procedure. The authors concluded that although CT-based navigation systems can result in a more precise procedure, there are still some problems at the upper cervical spine levels, where the anatomy is highly variable. Even though there were no catastrophic complications, more experience is needed for a safer procedure. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
In the attached journal article, "the clinical experience of computed tomographic-guided navigation system in c1-2 spine instrumentation surgery," sang-UK kim, m.d., byoung-il roh, m.d., seong-joon kim, m.d., and sang-don kim, m.d., ph.d.,during a c2 thru c4 fusion case for trauma, the right c2 pedicle screw breached the pedicle (pedicle violation >2 mm). No postoperative instrument-related neurological deteriorations were seen and there is no indication the screw placement was revised.